Event description:
(B)(4). The device was covered by my insurance. I began experiencing anxiety which eventually required medication; loss of sex drive, heavier periods, irregular cycle, worsening cramps, hot flashes/ excessive sweating, yeast infections, migraines/ headaches, weight gain, joint pain, back pain, vitamin d deficiency, muscle spasms/cramps, and dizziness. My symptoms have gradually worsened to the point where I am scheduling a consult for removal of the device. My understanding is that this will likely require a hysterectomy.